Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a the afx endovascular aaa delivery system devices to treat an abdominal aortic aneurysm (aaa) on an unknown date. A type 3a endoleak was identified and a secondary procedure was completed. The physician elected to implant an infrarenal stent extension and a suprarenal stent graft extension to treat this reported event. No further information is available at this time. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 3a endoleak and a secondary endovascular procedure. Procedure related, device, user, procedure or anatomy relatedness of this complaint could not be determined. However the following contributing factors were identified; anterior aortic angulation of 67.9° and intramural thrombus. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.